Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was sent to the service center for evaluation. We were unable to verify the defect described by the customer of the device turning on by itself, however we identified a different defect and repaired it using the measures listed in the "proof of repair". Mechanical upgrade performed. Cover irreparable: replaced. Cpu board repaired. Pneumatic circuit checked. Unit cleaned. 8-hour endurance test carried out. Functional test performed. Functional test according to test procedure completed. Electrical safety test according to iec 60601 1 completed. The device has been repaired. Possible root cause for the failures discovered during service could not be determined. This serialized device was manufactured prior to (B)(4), therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed, per reference of memo. A review of the depuy synthes mitek complaints system revealed one similar complaint for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Elsg repair (B)(4) repair of unit. Description of failure: unit turns on by itself. Device error message: no other information available. Surgeon's name: (B)(6). When was the problem discovered? Pre-operatively. Surgical delay? None/no patient harm indicated.